Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had failed battery alarm. Customer¿s blood glucose level of 220 mg/dl. The customer states that after changing new battery the screen did not turn on. Troubleshooting was performed for failed battery alarm and blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken battery tube thread noted. Device power up properly after battery installation. Device received with operating currents within specs. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test.